Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with a batch of infusion sets and had an old serter. The tape was sticking to the inside of the serter. Last night they inserted manually and got a bent sensor and high blood glucose levels of over 504 mg/dl, 522 mg/dl, and 462 mg/dl. The device was not returned.